Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(4) 2019, fresenius was made aware this (B)(6)-year-old male patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2019 through (B)(6) 2019 due to hypotension, lightheadedness (vertigo), and dehydration. The patient¿s patient care technician (pct) reported the events occurred concurrent with hd therapy on (B)(6) 2019. During a 4-hour hd treatment, the patient¿s ultrafiltration (uf) was reportedly stopped after the removal of 600 ml of fluid. Despite this, the patient was 1.6 kg lighter than expected following hd therapy, and experienced hypotension, vertigo and dehydration. The patient was hospitalized for observation following the events and was discharged the next day. The pct stated the patient did not eat or drink during treatment, no alarms were noted, and same scale was used to weigh the patient pre/post treatment. The pct reported the patient did not require additional hd therapy due to the events and is continuing hd therapy without issue. Additional information was requested; however, the request was declined. A fresenius regional equipment specialist (res) was requested to perform a uf problem identification checklist and functional compliance testing on 04/09/2019. The 2008k2 hd machine was found to be operating within manufacturer specifications and passed all uf and functional compliance testing. The machine was returned to service following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res performed a uf problem identification check and functional compliance testing. The res performed the uf pump checklist procedure steps, including a simulated patient run. The res performed functional checks. The 2008k2 hd machine was found to be operating within manufacturer specifications and passed all uf and functional compliance testing. The machine was returned to service following the evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.